Manufacturer narrative:
Returned for eval was a 4 fr. Catheter in two pieces. The catheter was separated at the hub-tubing joint. The proximal section of the catheter measures 4.7cm and the distal section measures 61cm. Through tactile inspection, the catheter tubing seems elongated and appears to be necked down lenghwise at the break site. Adhesive residue is also apparent on the catheter tubing adjacent to the break point. The adhesive residue on the catheter indicates that the catheter was not secured according to the manufacturer's instructions for use. Under magnification, the texture at the breal points appears granular and dull, with some spots of jaggedness. The ends do mate together. These signs indicate a tensile break.

Event description:
The catheter was placed 11/8/96. On 11/17/96, as the pt was going to change the injection cap, the catheter broke off just below the hub.